Manufacturer narrative:
New information: mentor received additional information indicating that the patient also experienced capsular contracture, baker grade iii. The additional information also indicated that the patient underwent bilateral removal of the implants. Device evaluation summary: it was reported that a 44 year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. The patient also experienced capsular contracture with baker grade iii. As a result, patient underwent bilateral removal of implants on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation (pe) team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leak on the posterior view caused by a rent measuring less than 0.1 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. As a result, patient will undergo removal of the implant on (B)(6) 2018.